Manufacturer narrative:
The cardiomems patient electronic system was received for evaluation. Based on the information provided to abbott and the investigation performed, root cause of the field reported event could not be conclusively determined as no hardware abnormalities that would have resulted in the reported event were identified.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.